Manufacturer narrative:
(B)(4).

Event description:
It was reported when an asymptomatic patient presented to the office for device checkup, it was noted the patient received inappropriate antitachycardia pacing therapy due to a supraventricular tachycardia rhythm incorrectly classified as ventricular tachycardia. The recommended programming changes were made. The patient was discharged. The patient will be followed up.